Manufacturer narrative:
(B)(4). Unit was received with normal operating currents and passed rewind test, self-test, unexpected restart error test. No unexpected low battery, battery out limit, failed battery test alarms or rewind anomaly noted during testing. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarms due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained no delivery alarms. Customer stated battery life diminished and rewind takes longer. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.